Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device reached eri (elective replacement indicator) 'in less than four years longevity'. It was explanted and replaced. No patient complications were reported as a result of this event.